Event description:
During a coronary drug eluting stenting procedure, stent damage occurred. The physician predilated the lesion in the left anterior descending artery with in-stent restenosis with a 2.5mm balloon. The physician was unable to cross the lesion with the taxus express2 2.5x12mm drug eluting stent. The physician had difficulty removing the undeployed catheter, which caused the guide to deep seat. After the stent was removed from the patient, they found that the stent struts had lifted on the proximal end. The procedure was completed with a 2.5x13mm cypher stent. No patient complications were reported. Patient status is satisfactory.